Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, high bipolar impedance, elevated sensing integrity counter, and noise which was reproducible with isometrics. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.